Event description:
It was reported that during a vats left wedge resection, after reloading, the staples were delivered but did not form. The instrument was reloaded and again, the staples did not form. The surgeon controlled bleeding with diathermy. There was no patient consequence reported.